Event description:
It was reported that, during surgery, the femoral tracker dislodged from the bone pin at some point during cutting; this was found out when surgeon went to make his post-hole cuts and they were not at an expected position. Further investigation showed that the posterior cut was off from expectations. The tibia cut was normally, while manual instrumentation was utilized to finish the posterior cut. The patient outcome is unknown.

Manufacturer narrative:
H10: h3, h6: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 3 prior similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure mode is identified within the risk assessment. The naviopfs¿ system for unicondylar knee replacement released at the time of the complaint provides detailed instructions for placing the bone pins and tracker arrays. The user is instructed to instructed to keep the drill in line with the pin when attaching/detaching. The user's manual also states that the navio instrument kit consists of a two-level tray that contains the required instrumentation for the navio¿ system provides a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure. It is recommended that users have fully populated and sterilized backup trays on-site at the time of the operation in the event that any parts malfunction or become damaged during the procedure. Factors that could have contributed to the reported event include the design of the bone pin. Changes were made to improve the design included developing a two-pin bone clamp system that will utilized two smaller pins and no sheath.